Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Medtronic representative reported the surgery replacement surgery did not occur on (B)(6) 2017 and has yet to be rescheduled. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported adjusting their therapy helped somewhat, but they wanted to change programs again. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy regarding a sudden loss of therapy. The patient reported that for the past week she was going to the bathroom 40-50 times per day. Troubleshooting included syncing with the patient programmer and showing the device was on and the patient felt the appropriate stimulation in the appropriate area, the bike seat area. It was reviewed that the amplitude could be increased and the issue was resolved, the patient could feel comfortable stimulation at 1.0 on program 3. Patient also reported she had a fall about 2 weeks ago on the opposite side of her ins. The patient planned to stay at the setting and call back if she did not have any symptom benefit and to contact her doctor regarding the fall. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturer representative. It was reported that the patient had not seen an improvement since the last report; the patient was still going quite a bit, including 20x, while some days were ok. The patient was not feeling stimulation and sometimes could not get the settings to show. The patient successfully synced during the call and increased on their current program to 1.4 v; it was noted to be strong but comfortable. Additional information was received 7 days later. It was reported that the physician¿s office reported that the battery was dead and needed a replacement. It was noted there was a potential for a premature battery depletion and/or damage to the generator and that a patient fall caused the issue. It was unknown what diagnostics had been performed and a replacement was scheduled for (B)(6) 2017. No further complications were reported/anticipated.